Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Ischemia and neurological deficits are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of a left middle cerebral artery aneurysm. One month later, an aneurysm was noted in the left posterior communicating artery (pcom) with acute ischemia evident. The patient underwent the successful coil embolization of the left pcom aneurysm. Approximately ten weeks after the secondary procedure, the patient was discharged with ¿severe mental or physical disability". No other information was provided.